Event description:
It was reported that, during an office follow-up, there was a high impedance alert for this product. The current low-energy shock impedance measurement was 84 ohms. Technical services advised that there must have been one automatic weekly measurement which was greater than 400 ohms in order to get the alert. Technical services advised to check the system further. There were no known adverse patient effects. The system remains implanted.